Manufacturer narrative:
Concomitant medical products: 5092, lead, implanted on (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.